Event description:
It was reported that during a procedure using the dyonics whirlwind 90 degrees probe, the probe, alarmed upon plug in. The surgeon opted to complete the procedure using a competitor's product. There were no significant delays or pt complications reported as a result of this event.